Manufacturer narrative:
The device was not returned for evaluation. No failure analysis is possible since this complaint correspond to a study published in 2018. Based on the absence of lot and catalog information of the products used in, it is not possible to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the device history record review. Therefore, the reported condition is unconfirmed. The root cause of the reported condition is undetermined. Doi: https://doi.org/10.1055/s-0038-1676298.

Event description:
Journal of neurological surgery (2018) published ¿tension pneumocephalus after cervical spine surgery: a case report with review of the literature.¿ this is the case of a (B)(6) male with cervical myelopathy secondary to severe cervical stenosis manifesting as worsening dexterity and numbness in his right hand. The patient underwent c3¿c6 laminoplasty with bilateral foraminotomies. During the procedure an incidental durotomy occurred which was patched intraoperatively with duragen and tisseel. At 1 month follow-up, the patient reported that he was doing well and skin sutures were removed. Two days later, the patient presented to the emergency department with postoperative wound dehiscence (1 centimeter draining posterior cervical dehisced wound), cerebrospinal fluid (csf) drainage, altered mental status and lethargy. At that time, a computed tomography (CT) scan confirmed a tension pneumocephalus which was treated with a cranial burr hole and revision durotomy repair. The patient improved and was discharged to a rehabilitation facility with intact motor and cognitive function. At the 1-year follow-up appointment, he continued to do well without sequelae. In conclusion, the authors believe that despite tension pneumocephalus being a rare complication, it is one that all must be aware of in the postoperative period, particularly in cases in which an incidental durotomy occurs. Even though sutureless repair of dural tears have a high success rate, failures may have devastating complications. Primary repair at the time of the durotomy, in this case, could have potentially prevented pneumocephalus. The majority of pneumocephalus cases appear to be spontaneous in origin but recognizing a tension pneumocephalus is important in both management and prognosis. Radiographic signs, such as the mount fuji sign can help to lead one to further suspect this complication. The authors present this case of tension pneumocephalus following cervical spine surgery to further add to the sparse body of literature on this topic. This case also elucidates how dramatic and devastating the symptoms of this condition can be. However, if tension pneumocephalus is identified and managed rapidly, a favorable prognosis can be obtained, as was seen in the case of this patient.